Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). In (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the event and was treated at home. Further treatment information, the cause of the peritonitis and whether a peritoneal effluent culture was performed, were not reported. Also, action taken with dianeal therapy and the outcome for the event were not reported. Medical history and concomitant medication were not reported. An opinion of causality was not reported. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11b13014, h11b04021, and h11b21066 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.